Event description:
The reporter indicated the surgeon inserted a cc4204a collamer aspheric single piece lens and the patient coughed. The lens came out halfway and the surgeon removed the lens. A three piece lens was implanted. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Event description:
Additional information received - the reporter stated there was no patient injury or complications. The event was due to patient issue and was not lens related. The lens was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: no lens returned in unit box. (B)(4).